Event description:
According to the information received on 09 sept. 2021, a patient was injected on (B)(6) 2021 with a teosyal rha 2 product for a nose treatment. Immediately during the injection, a bleaching in the wing on the nose appeared. Thus, the practitioner stopped to inject. After massaging the affected area, the nose turned with a healthy colour. However, the day after, a slight cutaneous marbling appeared in the treated area and the patient was injected with 0.4 ml of hyaluronidase the morning and 0.4 ml the afternoon, which improved the situation. A medical expert ((B)(6)) of the (B)(6) affiliate has been contacted to help the injector in the management of the case. On 10 sept 2021, we were informed that the patient only have pain on touching. Corticosteroids were also prescribed to him according the medical expert suggestion. According to the latest information received on 24 sept 2021, the patient was fine and the problem was completely resolved.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.